Event description:
Litigation papers allege: injury to his body and limbs, all to his general damage in a monetary sum; further patient was required to and did employ physicians, surgeons and other medical personnel and incurred expenses therefore and incurred additional medical expenses for hospital bills and other incidental medical expenses.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified side, dob, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.